Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent ventral hernia repaired with new mesh, adhesions. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions dissected from abdominal cavity, small bowel obstruction, mesh migration, small bowel adherent to previous mesh. Post-operative patient treatment included multiple hernia repairs with new bard mesh and other additional meshes implanted, lysis of adhesions and resection of intraperitoneal foreign body with free floating mesh, component separation representing bilateral retrorectus release .

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions dissected from abdominal cavity, small bowel obstruction, mesh migration, small bowel adherent to previous mesh. Post-operative patient treatment included recurrent hernia repair with new bard mesh, lysis of adhesions and resection of intraperitoneal foreign body with free floating mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.